Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: sc-2317-50, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073524.

Event description:
It was reported that the patient was experiencing increased pain from the device. Computed tomography (CT) scan was taken and showed lead migration. The patient underwent a revision procedure wherein the leads were relocated and the patient was reportedly doing well postoperatively. Nothing was explanted or implanted.